Event description:
During verification testing at the mfg facility, no flow of solution was noted.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).